Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a diagnostic left heart catheterization. Reportedly, the patient had an allergic reaction, rash at the access site. After the procedure the patient read the information provided and stated that she had nickel allergy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.